Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Due to lack of enough information, it cannot be determined what caused the patient¿s peritonitis event. At this time, there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) had peritonitis. Details leading up to and surrounding the patient¿s peritonitis event are unknown despite multiple due diligence attempts. The nurse was unable to provide additional information.